Event description:
Pt reported problem with ms3 pump sn (B)(4), it wouldn't start delivery when he was switching pump out and was asking for a passcode when in the set up screen. It looks like pt's programming has been reset, pt confirmed that he does leave batteries in the pump when it's not in use but he wasn't sure if any charge left in the batteries. Shipping new pump. The reported product fault did not occur while in use and did not cause or contribute to pt or clinical injury. Yes, we replaced the device. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.